Manufacturer narrative:
Correction: upon review, the let ventricular (lv) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the right ventricular (rv) lead had no capture. Further information was requested but not received.